Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
Ifum update confirming part and lot number. Initial procedure (B)(6) 2006; left knee arthroscopy with acl reconstruction; (B)(6) 2007 MRI; soft tissue lesion; (B)(6) 2007; revision meniscectomy.